Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 31, 2023 - september 5, 2023. H11: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photo and video sample showed leak from the multi-rate control module; however, the location of the leak was not clear. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) large volume multirate infusors leaked during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.